Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach on a laparoscopic sleeve gastrectomy, the staple did not form a proper b-shape formation and central staple line was incomplete. The reloads were replaced to complete the case. There was no patient injury.